Event description:
Pt was in the middle of her dialysis treatment when her specialty bed/mattress deflated and she laid on it for 4 hours until dialysis treatment completed. Pt was uncomfortable but had no negative outcomes. The specialty bed/mattress was rented from facility. Facility, did pick up the defective bed and they were notified of the problem at the time of delivery of the new bed.